Manufacturer narrative:
(B)(4) the device was serviced on-site by a field service technician. Visual inspection, functional testing, an infusion test, a service history review, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-58 alarm. The cause of the condition was determined to be a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump presented the f-58 alarm. There was patient involvement. No additional information is available.